Manufacturer narrative:
B3: unknown; no information has been provided to date. E1: facility name "st vincent's private hospital melbourne ltd" h3: one device was received for evaluation. A visual inspection noted that the device was in good condition, no physical damage was found. The event history logs were reviewed. The device has not been in for service within the review period. Functional tests were performed, and the reported problem was confirmed. The root cause problem was a downstream occlusion (dso) sensor. As a result, the dso sensor was replaced. The device then passed all functional tests after repair.

Event description:
It was reported that the device had a reported problem of always occluding. There was no patient involvement and no patient harm/adverse event reported.